Event description:
Healthcare professional reported left side deflation and visible folding. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility/palpability.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as surgical damage. Crease/folding of implant: crease flat observed on the device. Other technical: brown particles observed in the fill channel. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and visible folding, "particles in valve" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported left side "particles in valve" via rga. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "particles in valve" via rga. Device has been explanted and replaced.